Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by abtin akbari, marcel e. Roy, leo a. Whiteside and shelley d. Minteer. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ product location unknown.

Event description:
Information was received based on review of a journal article titled, "the influence of locking mechanism on screw-hole osteolysis and backside damage in long-term acetabular liners retrieved from revision total hip arthroplasty" which aimed to compare the incidence and location of osteolysis as well as the magnitude of backside damage found on long-term retrievals from three different acetabular liner designs. This study consisted of 53 uhmwpe acetabular liners implanted for more than 5 years. This article reported that 18 revision procedures occurred due to osteolysis. In conclusion, the locking mechanism used in a competitor liner eliminated screw-hole osteolysis. This study was limited as the there was a relative lack of ringloc specimens.